Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a system message was displayed and there was an issue with gas/oil. Procedure details and patient impact have not been provided. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The company service representative observed multiple sm [auto gas redundant transducers discrepancy error. Pneumatics functions will be disabled. Please contact field service] in the event log as well. The pneumatics module was replaced to resolve the issues. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the nonconforming pneumatics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The pneumatics module was received and a visual inspection of the sample did not show any non-conformities. The sample was installed in a calibrated system and the reported event could not be replicated. The pneumatics module was found to meet specifications. The company service representative examined the system and replicated the reported event. The company service representative observed multiple system messages (sm) [auto gas redundant transducers discrepancy error. Pneumatics functions] in the event log. The pneumatics module was replaced to resolve the issue. The root cause of the reported events can be attributed to an internal-component failure. However, the specific component that caused the sm is inconclusive as the returned sample met specifications. The manufacturer internal reference number is: (B)(4).